Event description:
Patient was revised due to pain. Report also noted that patient had yellow synovial fluid in capsule and trunnion had some metal corrosion.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(6) 2012: litigation alleges that the patient suffered pain, stiffness, excessive levels of chromium and cobalt, discomfort, and weakness which in turn negatively affects the patient's mobility and quality of life. The patient's ability to perform normal physical activities has been consequently limited. There is no new information that would change the outcome of the investigation.